Event description:
The complaint: in 2002 the end-user called medtronic minimed, USA and stated that the tape is detaching from the base part. In 2002 maersk medical a/s received the complaint and 2 base parts.